Manufacturer narrative:
Investigation: visual inspection revealed that the heater was detached from the jaw boot tip and was bent. The jaws had some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 unit kept shutting off. The unit will stop working after a large branch is divided and the operator will wait the 15-30 seconds, but the unit shuts off after just a few seconds and the interval from activation to stopping increasingly gets shorter and shorter. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.